Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012580927); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012564411); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, the valve was loaded without any issues, and a fluoroscopic check showed a crown overlap until the third node. The valve was initially positioned too low and was recaptured. During the second deployment attempt, infolding was observed. A new valve was subsequently loaded and implanted without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: one static image was provided for review and the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 86.4mm with a perimeter derived diameter of 27.5mm suggesting a 34mm valve. The aortic valve appeared to be moderately calcified. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. As stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. In this case, it is not known if a pre balloon aortic valvuloplasty was performed prior to the valve implant. It was reported that the first deployment attempt resulted in a deep position therefore a recapture was performed and an infold occurred during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that a new valve was used to complete the procedure. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, the valve was loaded without any issues, and a fluoroscopic check showed a crown overlap until the third node. The valve was initially positioned too low and was recaptured. During the second deployment attempt, infolding was observed. A new valve was subsequently loaded and implanted without any issues. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay of approximately ten minutes occurred as a result of the infold due to l oading of a new valve.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.